Event description:
It was reported loss of image during procedures. Procedures could be completed in three cases, either using a backup unit or the same device and no harm occurred to the patients, users or third parties. In one case, no further information regarding the outcome of the procedure could be obtained after multiple request attempts. However, it is unlikely that this would cause patient injury or death as facilities routinely have back up video equipment that could be used to complete the procedure.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The main issue causes were determined as contamination on the card edge leading to intermittent connections with the ccu receptacle, cable worn-out card edge, worn cable, and uneven wear in the optical assembly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
UDI related data quality updates only: the initial MDR had the correct UDI number but the first digit "0" was omitted. Please see section d4 of this MDR form for the updated UDI number. The event is filed under internal karl storz complaint ID:(B)(4).